Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure at 5,000 joules of use, "forward firing" was observed. "Aiming beam fires straight out of fiber -fiber got burned out started firing from the tip." The fiber tip (cap) was cleaned during the procedure. The procedure was completed utilizing a second fiber at 275,000 joules. The fiber tip (cap) was cleaned during the procedure. Patient outcome "no injury" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-603a-2194: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.